Manufacturer narrative:
(B)(4). Concomitant medical products: kne-other-general instruments-unk; p/n: unk, l/n: unk. Drill pin and screw inserter; p/n: 00590102100, l/n: 63753371. Report source - foreign: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned inserter identified that part the hex head of an unknown pin had fractured off and was stuck in the inserter¿s 2.5mm hex feature. The inserter also shows signs of wear indicative of repeated use. The rest of the fractured pin was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02411-1. Product location is unknown

Event description:
It was reported during inspection that the instrument was fractured. Subsequently, another device was used to complete surgery. Attempts to obtain additional information have been made; however, no more is available.